Event description:
Cobe spectra running fc-wbc collection with set lot# 07p15238 aborted procedure, due to failure of equipment to collect intended product. The equipment successfully primed and passed alarm tests without incident and collection proceeded for approx 1.5 hours - with no alarm conditions. Following quick start, the apheresis operator began having difficulty maintaining the interface. After troubleshooting procedures were unsuccessful, the procedure was paused at which time it was discovered that the collect line was not in the correct position within the pump rotor housing. This was not clearly visible to the operator possibly due to the larger diameter of the new rotor caps. The collect line was folded over on itself, instead of being correctly loaded around the rotor, however the instrument continued to collect without alarming. Dates of use: 2008. Diagnosis or reason for use: hpc, apheresis collection for transplantation. Event abated: no. Event reappeared: no.